Event description:
It was reported that the pt presented with pain. It was reported that the pt had received a hip replacement (B)(6) 2010. It was reported that during an x-ray taken in (B)(6) 2011, the stem looked in good condition. It was reported that the pt presented with pain (B)(6) and was booked for surgery. It was reported that a revision was completed (B)(6). Restoration modular. It was reported that the shell and liner were retained.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.